Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The event occurred in (B)(6).

Event description:
Customer was admitted to the hospital with high blood glucose level. The cannula was curved after being removed from the body. Device not available for return.

Manufacturer narrative:
Corrected from "malfunction" to "serious injury".